Event description:
Caller indicated the relion prime meter was giving variable readings. Customer stated that this morning she took her blood sugar right away with the prime and got a reading of 31, which freaked her out. She immediately did a test with her other meter and got a reading of 256. She then did another test with the prime meter and got 301. Then she fixed up her breakfast and before eating did another test with her prime meter and got 315. She always checks first thing in the morning so she did not eat or drink anything prior to the readings. Customer is using the correct technique; washing hands with warm water and soap and does not squeeze her finger. New lancets are always used and testing on fingertip only. Storage is correct. There was no medical intervention; she just called customer service right away. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The customer returned a different lot than originally specified. The returned meter was evaluated with both the returned strips and retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.